Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis of the lead found that the distal insulation was abraded/separated and all four wires of the distal coil were fractured at 17 cm from the connector pin. This damage caused the reported high capture thresholds, high impedance and noise.

Event description:
It was reported that the ventricular lead exhibited noise and high threshold. The lead was explanted and replaced.